Event description:
The customer reported that the transformer housing of her pump and style pump fell completely apart. The screws came out exposing the underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. In the follow-up with the customer, she indicated that the transformer housing fell completely apart exposing the underlying electronics. She did not report any fire, spark or flame, nor did she report any injuries. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse condition that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Product was received with a breach.